Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen became frozen during the load process. Troubleshooting with tandem technical support was performed and the touchscreen began functioning again. Customer's blood glucose level was not impacted.